Event description:
It was observed that during the device evaluation, the gastrovideoscope exhibited film on light guide lens and missing single component, paste-like, thixotropic adhesive (ke45) on forceps cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely yellow tint to image is due to a film on light guide lens. The most probable cause of missing single component, paste-like, thixotropic adhesive (ke45) on forceps cover is traced to component failure and the cause of film on light guide lens was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.